Manufacturer narrative:
This event occurred in (B)(6). Additional medications for the patient are included in the attachment to the medwatch.

Event description:
The user received questionable phosphorus generation 2 (phosphorus) results for three samples from one patient. No units of measure were provided. Sample 1 initial result from the lithium-heparin plasma sample was 0.15. Serum from the same drawing was sent to another laboratory for validation on a modular p analyzer and the result was 0.22. Sample 2 initial result from the lithium-heparin plasma sample was 0.17. This sample was sent to another laboratory for validation on a modular analyzer and the result was 0.22. Sample 3 initial result from the lithium-heparin plasma sample was 0.20. The same laboratory retested the sample with the serum from the same drawing and the result was 1.13. The serum sample was sent to another laboratory for testing on the modular p analyzer for verification and the result was 1.15. The doctor stated the values > 1 are the ones that match the clinical picture and that something must be wrong with the lower results. The patient was not adversely affected. The phosphorus reagent lot number and expiration date were not provided.

Manufacturer narrative:
Additional information was received concerning the data for the event. Field was updated with medications. The unit of measure was mmol/l. The result of 1.13 from the serum sample was generated on (B)(6) 2011. The patient had an additional phosphorus result of 0.71 from a serum sample on (B)(6) 2011.

Manufacturer narrative:
The patent samples were submitted for investigation and the customer's results were reproduced. The investigation could not determine a specific root cause. No adverse event was reported.